Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. Microscopic examination of the balloon revealed a pinhole in the balloon wall 0.5mm proximal of the distal markerband. There was balloon material lifted around the pinhole with a scratch to the left of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the pinhole. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the pinhole. Device analysis determined the condition of the returned device was consistent with the complaint incident. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-04945. It was reported that balloon rupture occurred. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was exchanged with a 2.50mm x 12mm apex balloon catheter. The balloon was inflated but it also ruptured at an unknown atmosphere and at an unknown number of inflation. No segment of the two balloons were detached inside the patient after they ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
Same case as MDR ID 2134265-2014-04945. It was reported that balloon rupture occurred. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was exchanged with a 2.50mm x 12mm apex¿ balloon catheter. The balloon was inflated but it also ruptured at an unknown atmosphere and at an unknown number of inflation. No segment of the two balloons were detached inside the patient after they ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).